Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, reported sensor inaccuracies and insulin pump not delivering insulin for high blood sugars. The customer¿s blood glucose was unknown at the time of event. The event involved product(s) mmt-7040a, mmt-1884, mmt-332a, mmt-397a. Troubleshooting was not performed. No further patient complications were reported. No product return is required for mmt-7040a, mmt-1884, mmt-332a, mmt-397a.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. Unit was successfully downloaded using thump software for reference. The adapt tool was utilized to search for alarms that may have occurred in the past or around the complaint date that might have triggered the reason for the complaint. Proceeded with the following testing to ensure proper functionality of the unit. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. No delivery anomalies or unexpected alarms were noted during testing. The unit was cut open and a visual inspection of the connectors and electronic assemblies was performed. Per visual inspection, no moisture damage or anomalies were noted. The following cosmetic damages were noted: pillowing keypad overlay, scratched case, missing display window/cover, stained keypad overlay, cracked keypad overlay, cracked battery tube threads, cracked case, and cracked battery tube. In conclusion, the customer¿s allegation of a possible under delivery anomaly was not confirmed. No relevant alarms were noted in the download history, and testing of the unit was successful. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.